Event description:
Patient presented to the physician with erythema around the chest incision and thinning of the scar and peri-incisional skin. Cultures were obtained and returned positive for mssa infection. Physician brought the patient into the or, removed the ipg, and closed. Intraoperative antibiotics were administered, and postoperative antibiotics were prescribed following the procedure.